Event description:
Caller states that the patient tested 4.6 inr on the device and a lab drawn returned as 2.8 inr. The patient's coumadin was reportedly held for one night, however, no adverse event reported. Requested return of suspect device and replacement was sent.